Event description:
Hcp reported the patient had complaints of "getting a surge delivery of medication when their body is in certain positions. Half of their body is going numb on the right side in a straight line from the tip of their head to their pelvic region." The hcp performed a neurological exam and did both an MRI and plain x-rays of the patient's spine. They showed the catheter had migrated cephalad into the patient's brain. The patient underwent a laminectomy to remove the catheter. The patient is reported to still be recovering.